Event description:
It was reported that a shocking or jolting sensation was noted. The patient noted last sunday being at a festival and the patient was by a railing and the drummer threw a stick and people grabbed the patient and threw her down. The patient noted turning off ins on monday. The patient noted her toes were twinging because when she fell someone fell on her ankle on the right side. The patient noted when getting up to go to the bathroom the patient gets a sharp pain at implant site. It had been happening about every other day. The patient called the doctor on monday but it was now worse than monday. It felt like someone threw a rock at her stimulator and down the leg and middle of back too. The doctor has an appointment for her on tuesday. Implantable neurostimulator (ins) was off right now. The patient was feeling nauseous. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v230968, implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient had pain on and off at the implant site. While stimulation was turned on and off, the following occurred the last couple weeks the pain where ins (stimulator) was kept waking up the patient with pain. So bad and can't go to the bathroom. The patient went to the bladder healthcare provider on tuesday this week and if doesn't get better will do a CT scan. The patient fell last year bad on the left side and doesn't know if that did something. She took something for pain and doesn't help. She can't take ibuprofen because it caused bleeding ulcer. The pain in neck and shoulder and left side where implant was. The pain comes and goes but lately pulsating. Its pain when both on/off. Last april/may was checked. Last tuesday did a check nurse said it could be scar tissue.